Event description:
Boston scientific received information that this patient underwent a colonoscopy surgery. During which time, there was several observed episodes asystole for an undetermined amount of time. Following the asystole there was a tachycardic episode where the patient's heart rate climbed into the high 130 bpm range for approximately 30-40 seconds. The health care professional that was present at the surgery stated that the rate was rapid but it had the same complex as the slow beats had, and that the faster beats did not look as though they were paced. It was later determined that a magnet was not placed over the device during the surgery. To date, there has been no adverse events to the patient and no changes were made.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.